Event description:
It was reported that during a procedure to treat a narrow lesion in the mid left anterior descending artery with heavy calcification, moderate tortuosity, and 90% stenosis pre-dilatation was performed with a 2.0x15 and a 2.5x15 trek dilatation catheters. A 2.5x33 rx xience prime stent delivery system (sds) was advanced but could not cross the lesion. Several unsuccessful attempts were made to cross the lesion, force was applied and the mid hypotube separated in two pieces. The proximal segment of the sds was withdrawn through the guide catheter and the distal segment of the sds was withdrawn with the physician's fingers from the patient anatomy. Reportedly resistance was felt during removal of the sds. Additional pre-dilatation was performed with the 2.5x15 trek dilatation catheter. A shorter 2.5x12 xience v stent delivery system was advanced but could not cross the lesion. Several unsuccessful attempts were made to cross the lesion, force was applied, and the mid hypotube separated in two pieces. The proximal segment of the sds was withdrawn through the guide catheter and the distal segment of the sds was withdrawn with the physician's fingers from the patient anatomy. Reportedly, resistance was felt during removal of the sds. The procedure was aborted. An additional procedure to treat the target lesion was scheduled for an unknown date. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The 2.5x33 xience prime is being filed under a separate medwatch report. (B)(4): excessive force. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion and resistance/difficulty removing the device from the anatomy could not be replicated in a testing environment as they were based on operational circumstances. Shaft separation/detachment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It was reported that force was applied when resistance was met in the lesion. It should be noted that the xience v everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components.